Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed on the right ventricular (rv) channel, and a device/lead connection issue suspected. In addition, hospital telemetry observed stored pause episodes. A revision procedure was planned for. The implantable pulse generator (ipg) and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg and rv lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.